Manufacturer narrative:
Unit had motor error alarmed during rewind due to corroded on motor home switch. No moisture damage found on electronic assy. Unit received with cracked at corner display window, scratched on lcd window and cracked at reservoir tube lip. No cracked on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.